Event description:
During gastric bypass surgery, liver retractor broke inside of patient. Cable came off the instrument and the small pieces attached to it were left in the port. One large piece was left in the patient. Control of the piece maintained until it could be removed.